Event description:
It was reported that the procedure was being performed on a (B)(6) male pt with a pulmonary malignant tumor. The catheter was inserted into the pt's left femoral. A free flow of blood appeared in the arrow raulerson syringe and the physician introduced the spring wire guide (swg). While advancing the swg, it became blocked. The physician was not able to advance the swg and attempted to pull back on the wire with "strength." The swg was removed and the physician noticed the inner core wire was broken and the outer coils were unraveled, but remained intact. As a result, the physician opened another kit and was able to place the catheter using the same insertion site. There was a delay in treatment with no harm to the pt. There was no pt death and no pt complications were reported. The catheter placement was a success.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.